Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) with different morphologies. Which led to the therapy being exhausted. The patient experienced anxiety. Additionally, there were concerns about the loss of capture along with high capture thresholds on the right ventricular (rv) lead. It was noted that the patient was admitted to the hospital and an x-ray was performed. The rv lead was found to be dislodged and oversensing was also observed on the right atrial (ra) lead. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Component codes and evaluation result codes were updated. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) with different morphologies. Which led to the therapy being exhausted. The patient experienced anxiety. Additionally, there were concerns about the loss of capture along with high capture thresholds on the right ventricular (rv) lead. It was noted that the patient was admitted to the hospital and an x-ray was performed. The rv lead was found to be dislodged and oversensing was also observed on the right atrial (ra) lead. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) with different morphologies. Which led to the therapy being exhausted. The patient experienced anxiety. Additionally, there were concerns about the loss of capture along with high capture thresholds on the right ventricular (rv) lead. It was noted that the patient was admitted to the hospital and an x-ray was performed. The rv lead was found to be dislodged and oversensing was also observed on the right atrial (ra) lead. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.